Event description:
It was reported that during pre-discharge it was noted that the right ventricular (rv) lead exhibited intermittent capture at 7.5 with impedance low at 800 ohms. A computed tomography (CT) scan was performed, and it showed that the lead perforated through the apex. Hence, the physician opted to do lead revision by repositioning the lead. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during pre-discharge it was noted that the right ventricular (rv) lead exhibited intermittent capture at 7.5 with impedance low at 800 ohms. A computed tomography (CT) scan was performed, and it showed that the lead perforated through the apex. Hence, the physician opted to do lead revision by repositioning the lead. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.